Event description:
Event description guidant received information that this pacemaker had stored some ventricular tachycardia episodes that appear to be a loss of capture in both the atrium and the ventricle. The pacing threshold in the ventricle had been steady at 1.0v, and 2.2v in the atrium. The lead impedance and sensing were fine. The field representative (fcr) was able to reproduce this in the temporary screen. After further investigation, the problem was found to be transient sub-therapeutic amplitudes during activities. The patient had no adverse effects. The physician decided to leave the device programmed as was and not to make any changes at this time.